Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter with 1.3cc syringe. The customer report of pacing difficulties was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. A cut down on the catheter body found the proximal lead wire was broken at approximately 3 cm proximal of the distal tip. Insulation was not present on the lead wire at the location of damage. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from the catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Pacing difficulty during use was confirmed through the product evaluation. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection process. Based on the available information, the complaint for pacing issue cannot be associated to the manufacturing process defect. Therefore, a root cause could not be determined at this time. A product risk assessment (pra) was generated for the intermittent condition at tip-distal electrode to cover full open and intermittent condition at tip for bipolar pacing catheters. Complaint incidence will continue to be monitored. The instructions for use (IFU) provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.

Event description:
It was reported that it was unable to pace before use. Pacing was attempted in a conduction test before inserting the catheter into the patient but it did not work. The catheter was exchanged to a new one and the problem was solved. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
This is a japan-specific model. The model number provided by the customer cannot be located in FDA guidid. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.